Event description:
It was reported that a patient underwent a laparoscopic roux-en-y gastric bypass with primary umbilical hernia repair and cholecystectomy procedure on (B)(6) 2015 and the mesh was implanted. It was reported that it was repaired on (B)(6) 2015. It was reported that the patient developed complications of atrial fibrillation and was noted to have significant nasogastric tube output. A CT scan performed identified a breakdown of the primary repair of the periumbilical hernia and incarceration of small bowel, likely causing small bowel obstruction. It was also reported that the patient never left the hospital. It was reported that the patient is deceased. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4). Additional information was requested and the following was obtained: if in your possession, may we have a copy of the patient's operative report from the repair procedure on (B)(6) 2015? Does ethicon have permission to contact the patient's surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the surgeon¿s name, contact information and sign release of medical information form attached. Why did the patient remain in the hospital for an extended period of time? What is the patient's date of death? What was the cause of death? Here is what have on hand I do have all of my moms medical records and her death certificate as well I well send you the report from when they did the operation on (B)(6) 2015 as well they had to go in 6 days later on (B)(6) 2015 to repair the mesh thank you for taking time to look at this my name is [reporter] [patient] was my mom my only parent she was my everything she was my rock its been 7 yrs since she has passed. Please let me know if you need anything else. Operative indications [patient] is a (B)(6) year-old woman who six days ago underwent laparoscopic roux-en-y gastric bypass with primary umbilical hernia repair and cholecystectomy. Postoperatively [patient] did very well; however, she developed complications of atrial fibrillation and was noted to have significant nasogastric tube output. A CT scan performed today identified a breakdown of the primary repair of the periumbilical hernia and incarceration of small bowel, likely causing small bowel obstruction. Given these findings and the clinical picture, it was decided to take the patient to the operating room for reduction of the hernia with repair. The diagnosis as well as the need for the procedure were discussed with [patient] and her husband individually. Consent was obtained from mrs. [Patient] husband due to her episodic hallucinations. Written consent was obtained. Operative findings there were two areas of small bowel herniation in the left mid to upper abdomen that were consistent with the findings on the CT scan. The first was superior and associated with a 12-mm port site, and the second was associated with the umbilical hernia repair which was somewhat superior to the umbilicus. Concerning the periumbilical defect, the involved small bowel was clearly decompressed distally, strongly suggesting that this was the area of the obstruction. Operative procedure [patient] was taken to the operating room and placed supine of the operation room table. Intravenous antibiotics were administered, and she already had sequential compression devices and heparin on board from her stay in the ICU. After adequate general endotracheal anesthesia, mrs. [Patient] abdomen was prepped and draped in the usual sterile fashion. A time out was performed involving all members of the operating team, in attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why did the patient remain in the hospital for an extended period of time? What is the patient's date of death? What was the cause of death? If in your possession, may we have a copy of the patient's death certificate and/or autopsy report? Does ethicon have permission to contact the patient's surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the surgeon¿s name, contact information and sign release of medical information form attached.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/05/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/01/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: why did the patient remain in the hospital for an extended period of time? What is the patient's date of death? What was the cause of death? If in your possession, may we have a copy of the patient's death certificate and/or autopsy report? Does ethicon have permission to contact the patient's surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the surgeon¿s name, contact information and sign release of medical information form attached. Hello I am [reporter] [patient's] daughter my mom went into have her surgery on (B)(6) 2015 to lose weight when they did that surgery they also did 2 other surgeries she was a heavy set woman she develop complications to the surgeries and she couldn't leave the hospital due to her needed care and being a heavy set woman she went downhill after the surgeries I do have a copy of her death certificate I can send that as well it says cause of death is sepsis she passed on (B)(6) 2015. And I found that the ethicon mesh was on recall in 2009 and 2015 they repaired her hernia the same day as well. My mom is supposed to be here not in the grave she is supposed to be enjoying her great grandkids she is missing out on so much in the last 7yrs every since they repair the 1st mesh that's when she started going down hill I have a video of her and its heart breaking she wasn't even all there she was screaming all the time the hospital wouldn't give her anything to drink or eat. She had fluids on her feet so bad. But I wanted to tell u a lil bit about her thank u. Operative report detail: (B)(6) clinic results summary. Preop diagnosis: ventral hernia with small bowel obstruction. Preop indication: small bowel obstruction, treatment. Date of surgery: (B)(6) 2015 .surgeon: (B)(6), md assistant: (B)(6), md location #: (B)(6). Case type: emergency case postop diagnosis: ventral hernia with small bowel obstruction procedure: open repair with mesh of ventral hernia with small bowel obstruction. Drainage: 1 drain. Graft/implant information: lot/serial #: (B)(6), catalog/model #: pcdg1, implant name: mesh, proceed 15x20cm (6x8), manufacturer: ethicon, implant placement: abdominal. Certificate of death summary female, (B)(6) 1949, place of birth: [birth city], date of death: (B)(6) 2015, place of death: [hospital name], marital status: married, immediate: sepsis, contributing: morbid obesity, s/p recent gastric bypass ((B)(6) 2015) copd natural. Examiner: [medical examiner details]. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the surgeon¿s name. Please provide the surgeon's contact information including address, email address and phone number. Please sign the release of medical information form attached. Product complaint # (B)(4). Date sent to the FDA: 08/01/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.